Event description:
The facility stated a collamer lens model cc4204bf was defective. Prior to insertion, the surgeon noticed a spot on the lens. The lens was not implanted and there was no patient contact. The model and lot numbers of the injector and cartridge are unknown.